Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the high voltage tank. The system operates as intended.

Event description:
The customer reported that the system would not make an exposure. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report or injury or death associated with this event.